Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.3ml 31ga 6mm halfunit 10bag has experienced two cases of clogged/blocked needles during use. The following has been provided by the initial reporter: it was reported nothing comes from the needle during the injection when she presses the plunger. She realized in the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Consumer reported nothing comes from the needle during the injection when she presses the plunger. She realized in the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Incident date- (B)(6) 2019; item# 324910; lot# 8281940; expiration date-2023-10-31; sample available. It has been happening for 8 months. Sometimes she notices insulin on the skin. No information on the previous syringes available.

Event description:
It has been reported that the syringe 0.3ml 31ga 6mm halfunit 10bag has experienced two cases of clogged/blocked needles during use. The following has been provided by the initial reporter: it was reported nothing comes from the needle during the injection when she presses the plunger. She realized in the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Consumer reported nothing comes from the needle during the injection when she presses the plunger. She realized in the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Incident date- 6-26-2019; item# 324910; lot# 8281940; expiration date-2023-10-31; sample available. It has been happening for 8 months. Sometimes she notices insulin on the skin. No information on the previous syringes available.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.